Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that the hemostatic valve on the vizigo sheath was damaged when removed from the package. The device was not introduced into the patient. The sheath was replaced and the procedure was continued and subsequently completed. Broken hub is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received a photo of the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-feb-2023, the product investigation was completed based on the photo analysis. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that the hemostatic valve on the vizigo sheath was damaged when removed from the package. The device was not introduced into the patient. The sheath was replaced and the procedure was continued and subsequently completed. Device investigation details: according to pictures provided by the customer, the hub was observed broken, also the brim cap, silicon ring and the hemostatic valve were no longer in the hub, it looks like an external force was applied to the hub section causing the broken condition; however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).